Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information was requested, and the following was obtained: was any medical or surgical treatment required to address the bleeding? No treatment was stated. Was the post-operative care changed to include prolonged hospitalization? I was told that the patient¿s discharge was delayed. What is the current patient status? Unknown.

Event description:
It was reported that a patient that underwent a laparoscopic right colectomy was delayed hospital discharge due to having bloody stool. Dr. Stated that although he had not seen the patient yet, the patient¿s hemoglobin level had decreased since the procedure. A gst60b reload was used to transect the colon and a gst60w was used to transect the small bowel. Another gst60w was used to perform the side to side anastomosis. Dr. Stated that he did experience some oozing intraoperatively that required over sewing with 3-0 silk suture. The common enterotomies were closed using vicryl suture. The pa who assisted during the procedure stated that the patient was given celebrex following the operation. The patient is expected to be discharged once there is no longer blood present in her stool.